Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 45 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently. Reportedly, a thoracic graft was placed between the bifurcated device and aortic extension due to component juncture separation during the repair. The patient was reported as doing well post secondary procedure.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and imaging were provided and reviewed by an internal clinical representative with this impression: the review indicates the reported event is confirmed. Product use might have been incongruent with the IFU and might have contributed to the event due to: large mural thrombus and multiple patent lumbar arteries. The cause for the reported issues is likely related to the patient's medical history and use of antiplatelet therapy which might have contributed to the reported events due to an increased risk for bleeding complications, aortic remodeling and/or disease progression. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.